Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead had reproducible noise. Pt 100 percent sensed in rv to date. There were no threshold/impedance/rwave changes prior to the change out. Physician said most likely a clavicular crush. No adverse patient events were reported. Should additional information become available, this file will be updated.